Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that after the pump errors, the customer changed out the set, reservoir and sensor. Troubleshooting assisted customer with the pump self test, which was completed but does not indicate if the test passed. The customer was advised to monitor the pump.